Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, an electrical and a mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. As the root cause of the observed damage, traction forces during the surgery should be taken into consideration. In the course of the lead's analysis, no further deviations were noted which might be related to the clinical observation. After extensive analysis, a contribution of either ICD or lead to the clinical observation of ">150 ohms" can be excluded. The analysis of the lead and the ICD did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that after an implant duration of about 2 weeks shock impedance was intermittent out of range (> 150 ohms). No adverse patient side effects were reported.